Event description:
It was reported that during a laparoscopic ventral hernia procedure, that while the surgeon was fixating the mesh to the lateral abdominal wall, he was stuck by the introducer. There was no consequence to the patient or surgeon.